Event description:
This case was initially received via regulatory authority (B)(6) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("remove of implants planned") and arthrolysis ("orthopedic surgery (arthrolysis of left ankle)") in a female patient who had essure (batch no. D72010) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 1 month 31 days after insertion of essure, the patient experienced myalgia ("muscular pain"), arthralgia ("joint pain"), tendonitis ("repetitive tendonitis"), fatigue ("exhaustive fatigue"), headache ("headache"), tinnitus ("buzzing") and dizziness ("dizziness"). On an unknown date, the patient underwent arthrolysis (seriousness criterion medically significant). The patient will undergo medical device removal (seriousness criteria medically significant and intervention required).the patient will be treated with surgery (remove of implants was planned for (B)(6) 2018). At the time of the report, the medical device removal, myalgia, arthralgia, tendonitis, fatigue, headache, tinnitus, dizziness and arthrolysis outcome was unknown. The reporter provided no causality assessment for arthralgia, arthrolysis, dizziness, fatigue, headache, medical device removal, myalgia, tendonitis and tinnitus with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred term: medical device removal ¿ analysis in the global safety database revealed 792 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("remove of implants planned") and arthrolysis ("orthopedic surgery (arthrolysis of left ankle)") in a female patient who had essure (batch no. D72010) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 1 month 31 days after insertion of essure, the patient experienced myalgia ("muscular pain"), arthralgia ("joint pain"), tendonitis ("repetitive tendonitis"), fatigue ("exhaustive fatigue"), headache ("headache"), tinnitus ("buzzing") and dizziness ("dizziness"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and arthrolysis (seriousness criterion medically significant). The patient was treated with surgery (remove of implants was planned for (B)(6) 2018). At the time of the report, the medical device removal, myalgia, arthralgia, tendonitis, fatigue, headache, tinnitus, dizziness and arthrolysis outcome was unknown. The reporter provided no causality assessment for arthralgia, arthrolysis, dizziness, fatigue, headache, medical device removal, myalgia, tendonitis and tinnitus with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal ¿ analysis in the global safety database revealed 812 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2018. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and arthrolysis ("orthopedic surgery (arthrolysis of left ankle)") in a 41-year-old female patient who had essure (batch no. D72010) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced myalgia ("muscular pain"), arthralgia ("joint pain"), tendonitis ("repetitive tendonitis"), fatigue ("exhaustive fatigue"), headache ("headache"), tinnitus ("buzzing") and dizziness ("dizziness"), 1 month 31 days after insertion of essure. On an unknown date, the patient underwent arthrolysis (seriousness criterion medically significant). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, myalgia, arthralgia, tendonitis, fatigue, headache, tinnitus, dizziness and arthrolysis outcome was unknown. The reporter provided no causality assessment for arthralgia, arthrolysis, dizziness, fatigue, headache, myalgia, tendonitis and tinnitus with essure. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: confirmation from the local health authorities that (deleted) case (B)(4) (MFR number 2951250-2019-00591) was a duplicate of this case. It included a new reporter (lawyer); consumer's demographic data; essure insertion date discrepancy in regards to the previous report ( (B)(6) 2016 in the previous report and (B)(6) 2016 in this one); essure removal date ( (B)(6) 2018); previous reported adverse event update (from remove of implants planned to medical device removal); and essure method of removal (hysterectomy and bilateral salpingectomy). Regulatory authority (B)(4) reference number (B)(4) was also provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.